Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during insertion to the patient. Before the md inserted the catheter, the doctor was flushing the syringe and the balloon burst. As a result, the doctor decided the product could not be used anymore and a new set was used without any abnormality. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigated. The reported complaint of "balloon burst" is confirmed. Upon visual inspection, the balloon was found torn from the distal tip of the catheter. Based on a review of the DHR, the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the torn balloon. The root cause of the torn balloon is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the event occurred during insertion to the patient. Before the md inserted the catheter, the doctor was flushing the syringe and the balloon burst. As a result, the doctor decided the product could not be used anymore and a new set was used without any abnormality. There was no report of patient complication or serious injury and death.